Manufacturer narrative:
Manufacturer has contacted component supplier. Component supplier has issued manufacturer a field correction notice. Manufacturer's risk assessment concurs with this course of action. Manufacturer is working with component supplier to determine the extent and type of field action required. All material within the manufacturer's control has been inspected and corrected.

Event description:
A representative of a component supplier improperly adjusted a quantity of motorized actuators during an unauthorized rework at invacare's production facility. This issue was discovered during final device production testing, at the invacare manufacturing facility. No field complaints have been received regarding the improper adjustment.